Event description:
It was reported the customer's insulin pump does not suspend when it is downloading. Customer's mother also reported the insulin pump was not displaying boluses the customer had delivered. It was also found the customer had a no delivery alarm during a bolus, but it was resolved by a complete set change. Customer's blood glucose was 393 mg/dl at the time of the call. It was also found the customer experienced low blood glucose because the mother over-treated the customer with insulin due to the no delivery alarm. The customer's insulin pump passed a selftest during troubleshooting. Troubleshooting did not occur for the customer's high blood glucose because it was caused from the insulin pump suspending overnight. Customer was advised to monitor their bolus history. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.